Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 120-65-35 - bone screw 6.5mm dia x 35mm long 1261623. 132-28-26 - acumatch gxl 15deg liner 28mm sz f 841168. 160-20-13 - pf splined plasma sz 13 806827. 142-28-93 - cocr fem head 28mm -3.5 offset 12/14 756745.

Event description:
As reported, approximately 15 years post op initial right tha, this 79 y/o female patient was revised due to the acetabular components becoming loose. Patient's femoral head was revised using exactech. 170-32-50, biolox delta option head, 32mm and 170-50-03, biolox delta adapter, 12/14 +3.5mm, the acetabular side were revised to competitors device. Patient was last known to be in stable condition following the event. Unknown medical history. No pictures or x-rays provided. Device not being returned due to hospital policy.